Event description:
It was reported that the pt's implant had a short circuit in 2008, between electrode channels 6 and 7. One of the channels was turned off. There is now another short circuit between electrode channels 9 and 10.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.